Event description:
Information was received indicating that a smiths medical pump was being used for an infusion with a patient who has been on total parental nutrition (tpn). The pump indicated that it had pumped 900ml and yet 287ml remained in the bad. Additional information was received that "we add 100ml to account for +/- 6% error rate and for the 20ml tube volume. This week a different pump has 12 minutes left for infusion, tapering down and the bag and tubing are empty." There were no reported adverse events.